Event description:
It was reported that, during surgery, the r3 cup was implanted and upon trying to insert the liner the surgeon realized the locking mechanism was defective and the liner couldn't be put in place. It is unknown if there was a delay. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
It was reported that, during surgery, the r3 cup was implanted and upon trying to insert the liner the surgeon realized the locking mechanism was defective and the liner couldn't be put in place. A delay of 30 to 60 minutes reported. No patient injuries reported. A smith and nephew backup was available. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was completed but could not confirm the state failure. There are gouges and minor damage to the liner. The liner exhibits deep scratches/deformation on the ID and ID rim. A dimensional analysis could not be completed due to damage to the liner from attempting to insert it into the shell. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Corrected pn information.

Manufacturer narrative:
H10. The device, used in treatment, was returned for evaluation. A visual inspection was completed but could not confirm the state failure. There are gouges and minor damage to the liner. The liner exhibits deep scratches/deformation on the ID and ID rim. A dimensional analysis could not be completed due to damage to the liner from attempting to insert it into the shell. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.